Manufacturer narrative:
The patient is a fertility patient. The result of 39.8 ng/ml was performed on a siemens analyzer. The calibration and qc were acceptable. There is no indication of a general reagent issue. Peg (precipitation by polyethylene glycol) treatment was performed on the sample with the high prolactin result and the results were acceptable. The results were as expected. The post-peg treatment results were: the sample with the result of 30.5 ng/ml became 20.2 ng/ml. The sample with the result of 73.4 ng/ml became 51.0 ng/ml. Product labeling states: "in case of implausible high prolactin values a precipitation by polyethylene glycol (peg) is recommended in order to estimate the amount of the biological active monomeric prolactin" the investigation found the event was due to the customer not performing peg treatment on the sample with a high prolactin result.

Manufacturer narrative:
The analyzer's serial number is (B)(6) (module a). The other analyzer's serial number is (B)(6) (module b). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys prolactin ii results for 1 patient on 2 cobas 8000 e 801 modules. On (B)(6) 2024 the patient's elecsys prolactin ii results were 30.50 ng/ml and 39.9 ng/ml on an e 801 module (analyzer a). On (B)(6) 2024 the initial result was 73.40 ng/ml on analyzer a. The repeated result was 68.0 ng/ml on a second e 801 module (analyzer b). The sample was sent to another laboratory and the result was 39.8 ng/ml. This result was believed to be correct but the result was not reported outside the laboratory. On (B)(6) 2024 the same sample was repeated on analyzer a and the result was 73.7 ng/ml. The sample was repeated as the customer was aware of the patient's clinical history. The questionable results were reported outside the laboratory. The customer does not plan on sending a corrected report.